Event description:
It was reported that the patient experiences pain constantly on and off. This occurs two three times a week. Patient states that when he lies down on the affected side he is fine, but after some time on it, he does feel discomfort.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.